Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 21, 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issues occurred on (B)(6) 2016 at 6:42pm. The patient reported they obtained inaccurate results of "584, 484, 522, 523, and 491 mg/dl" with the subject meter. It is unknown if the results would/would not meet lifescan's precision criteria as the comparison is against their feelings and/or normal readings. The patient stated they manage their diabetes with insulin (self-adjuster). The patient confirmed that they took their normal dose of medication (including sliding scale) in response to the product issue on (B)(6) 2016 at 7.28pm and 8:54pm. The reporter claims the patient developed symptoms of "passed out" after the product issue as a result of the inaccurate high results. The patient alleged hcp treatment, at the emergency room (ER) with a blood glucose test only, the blood glucose reading was "40 mg/dl" with the hospital meter on (B)(6) 2016 at 4:42am. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.